Event description:
The customer reported that when fluoroing, the case images go black.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The customer cancelled the service call.